Event description:
The facility representative contacted a technical service representative to report an infuso.r. With "sticking." It is unknown when this event occurred, but occurred in "anesthesia." The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). After further investigation there is no information to suggest that this device malfunction would cause or contribute to a death or serious injury if it were to recur.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter will continue to monitor similar reports to determine if further actions are required.